Manufacturer narrative:
One of the devices was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced steer difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
Upon inspection of the final device, it was determined the device experienced brake/steer pedal inoperable, must use alternate pedal, which is not reportable.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced steer difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or steer difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.